Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p50j had foreign matter in the bladder. No serious injury or medical intervention was reported.

Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Through examination of the returned sample, a human hair was identified within the product. As a lot number was unavailable for this incident, a production history review could not be completed and additional retained samples could not be investigated. All personnel that enter the phaseal assembly area must follow a gowning procedure to prevent the introduction of foreign matter to the product. It has been determined that this incident occurred from operator error. Manufacturing personnel have been made aware of this incident and they have received training on the proper procedures for entering the assembly areas.

Event description:
It was reported that bd phaseal protector p50j had foreign matter in the bladder. No serious injury or medical intervention was reported.